Manufacturer narrative:
The customer reported a complaint that the "temperature was not right during the ivtm therapy using the thermogard xp ivtm system (sn (B)(4))" was confirmed during the functional testing and the event log data review. The root cause of the reported complaint was a failed t1/t2 temperature sensor block, likely attributed to the age of the device. The thermogard system was manufactured in 2010 and is 12 years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. The event log data indicated that the temperature sensor got disconnected several times and resulted in unusual temperature readings, thus, confirming the customer's reported complaint. The thermogard system passed the power on self-test (post); however, further investigation revealed a connection failure on the t1/t2 temperature sensor block, thus, confirming the customer's reported complaint. The t1/t2 temperature sensor connection block assembly was replaced to address the reported complaint. Following service, the thermogard system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The customer reported that the temperature was not right during the ivtm therapy using the thermogard xp ivtm system (sn (B)(4)). There were no error messages or alarms noted during the reported event. The customer used another thermogard system to continue and complete the therapy. No further information was provided. No consequences or impacts on the patient.